Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Additionally, it was reported that the pump was exposed to water and subsequently an unspecified malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.